Event description:
On (B)(6) 2011, this pt reportedly underwent treatment for a symptomatic questionable contained ruptured abdominal aortic rupture with two gore excluder aaa endoprostheses. It was reported the procedure went without incident, there was no evidence of endoleak on post-implant imaging, and the pt tolerated the procedure. On (B)(6) 2011, the pt reportedly presented with abdominal pain, and computed tomography angiography (cta) demonstrated an unspecified endoleak and contained rupture. The pt was reportedly taken to the operating room for open aneurysm repair and explant of the gore excluder aaa endoprostheses. It was reported that the devices were well opposed in the pt's aorta. The pt tolerated the procedure. Additional info has been requested.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.